Event description:
During a colonoscopy/polypectomy procedure, a cook acusnare polypectomy soft snare was used. The snare was not working [initially believed to be no current] and was stuck on the polyp. They tried changing diathermy machines and active cord but still there was no current at the polyp site. The snare was cut outside the endoscope to enable removal of the endoscope, as the snare had become embedded in the polyp. The snare was left in the patient. Forceps were then placed down the endoscope and used to dislodge the snare. A second device of the same type was used in an attempt to complete the procedure. The patient was eventually booked for laparoscopy later to remove the polyp. Post procedure, the physician provided the following statements: initially coagulation [current] did occur but the snare did not cut through [bums without cutting], possibly due to the tissue hardness. The polyp was not too big as the doctor had completed polypectomy on larger polyp stalks. The doctor does not believe the snare was at fault. It is believed by the doctor the apparent failure of the snare was probably due to the polyp (pedunculated). A section of the device did not remain inside the patient's body. The snare was removed with forceps. Other than a scheduled polyp removal via laparoscopy later to complete the originally intended procedure, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the device was returned with the drive wire and sheath cut just distal to the device handle. As a result, functional testing could not be performed and therefore the report could not be confirmed. Continuity testing was performed between the electrical pin and the cut portion of the drive wire as well as between the cut portion of the drive wire and the snare head. Both sections showed continuity. The device was further examined and no device defects were observed that may have contributed to the reported event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the device has been cut by the end user thus altering its' original state and prohibiting functional testing. This limits our ability to duplicate a clinical simulation and conclusively determine a cause. The instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit before using the acusnare. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. The instructions for use directs the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.